Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not have any symptom. Customer contacted their healthcare provider for their high blood glucose reading. Current blood glucose was 126 mg/dl. Blood glucose level at the time of the incident is 389 mg/dl. Customer states blood glucose reading was never under 200 mg/dl. Customer treated their high blood glucose reading with manual injection. Customer states high blood glucose reading started on (B)(6) 2017. Infusion set was last changed on (B)(6) 2017. Troubleshoot for high blood glucose reading was not completed. Infusion set and sensor was returned for analysis. Insulin pump will not be returning for analysis.